Event description:
It was reported that during a meniscus repair surgery, the t2 implant in the fast-fix 360 could not be deployed. T1 was left in the patient. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was received for evaluation. There was no relationship found between the returned device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without t1 or t2 and with a short section of suture that had been cut from the rest of the suture. The actuator was in the post t1/pre t2 position. The depth gauge had been adjusted. A functional evaluation found the device cycled as intended. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time. ¿

Manufacturer narrative:
Internal complaint reference (B)(4). H6: health and clinical codes updated.